Manufacturer narrative:
Event date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the past 10-12 weeks, their "paddle" (recharger) hasn't been working to charge the ins. The patient stated it did start charge the ins when they first connected (after trying to connect to charge for awhile) and that they had the recharger in the belt but when it started to charge, it would go right back to searching/beeping again. The patient stated they'd also receive a 3167 service code. The patient stated the therapy was wonderful when it was on however they've not been able to stay connected to charge their ins so the ins battery was depleted. Patient services walked the patient in connecting the recharger to the handset and the patient put the recharger in the belt and placed the recharger over a thin layer of clothing over the ins site but the recharger immediately lost connection and went back to beeping. The recharger connected and disconnected a few times and patient services asked the patient if they could feel the ins under the skin and the patient stated "you know, now that you ask, I remember my ins used to be flat under the surface of the skin, but now it's not." The patient stated the ins felt tilted. The patient denied having had any traumas or falls that led to the issue but they reported they did start doing a lot of grocery delivery work which had them lifting and moving heavy boxes and items. The patient decided to take the recharger out of the belt and placed the recharger over the thin layer of clothing over the ins site and the patient was able to connect to charge the ins. The patient stated they'd pressed the recharger firmly/as hard as they could down over the ins and that doing so allowed them to connect and stay charging for the first time in weeks. Patient services reviewed the patient should not hurt themselves when charging or put too much pressure over the ins and redirected the patient to their managing health care provider (hcp) to check the implanted system. The patient saw the ins go to 20% with excellent connection while on the call and was going to continue charging at call's end, though as the patient was hanging up, patient services heard the recharger go back to beeping but the patient continued to hang up, thanked patient services and stated they were going to call their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp called to confirm MRI scanning eligibility in patient with a depleted 97810 battery. Agent reviewed MRI scanning guidelines for that scenario. Caller reported the patient's implant "turned in her back." Caller present with the patient and put them on speaker. Patient stated they had not charged their ins in at least 3 months and felt the battery flipped a year ago. Patient stated they had not gone back to see their managing hcp because they did not want to have another surgery involving hospital and anesthesia. Agent suggested patient try to charge ins and schedule follow-up appointment with their managing hcp.